Event description:
Event description guidant received information that the ventricular lead was exhibiting intermittent loss of capture. Since the pacemaker was close to replacement time, the physician wanted to implant a new device in addition to a new lead.